Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient not for date of issue. The data was reviewed and did not confirm the reported event of inaccurate bg values.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient did not report injury or medical intervention.